Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, however indicated the device was discarded. Device labeling addresses the reported event as follows: warnings and precautions the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications - possible complications of the use of the orbera® system include: -injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Complications of routine endoscopy include: -digestive tract injury or perforation. The maximum placement period for the orbera® system is 6 months, and it must be removed at that time or earlier. Caution: temporary weight-loss treatments have been shown to have poor long-term success rates in obese and severely obese patients. Patients need to be evaluated and the device removed or replaced every 180 days. Clinical data does not currently exist to support use of an individual orbera® system balloon beyond 180 days.

Event description:
Reported as: a patient with the orbera intragastric balloon had presented at a "public hospital. It was discovered that there was a 20-25mm gastric perforation. The orbera was removed and the perforation was repaired with a couple of oveso clips" the following day.